Event description:
It was reported that the impedance was greater than 200 ohms three days post-implant. The previous day, it was 80-90 ohms, and at implant, it was 34 ohms. The pacing impedance was stable in the 400s, and there was no noise on the egm. The patient was scheduled for evaluation of the device and lead. One week later, the device was replaced, and the lead remains in use. No patient complications were reported as a result of this event. Additional information on the event indicates the dr noted blood in header at time of device evaluation in or.